Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Once the amount of insulin remaining in the cartridge equaled the static number displayed by the pump, the fill estimate began to count down as normal. It was also reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 100-200 mg/dl.